Manufacturer narrative:
The controller was returned for evaluation. Log file analysis revealed that four electrical fault alarms were logged on (B)(6) 2017. The electrical fault alarms were indicative of an open phase in the front stator. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The controller functionality was tested and the system testing did not indicate any abnormal operation of the controller; the controller performed as intended during bench testing. Based on the available information, a possible root cause can be attributed to contamination by foreign material of the driveline connector or a marginal driveline connection. Per the instructions for use (IFU): the hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. In addition, failure to ensure a secure connection between the driveline and controller may cause an electrical fault. A fault in the continuity of the pump to controller connection could be in the pump, driveline and connector or within the controller. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU and patient manual caution the user to always have a backup controller available and programmed identically to the primary controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that during the pre-implant wet test, the controller sounded an "electrical fault" alarm. There were no damages found on the controller or the driveline. The alarm occurred when the pump was being tested in the basin of serum. The site was unable to determine the source of the issue. The controller was subsequently exchanged with no reported patient consequence.  No further information has been provided.